Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, when the foley catheter balloon was inflated, sterile water leaked out.

Event description:
It was reported that during use, when the foley catheter balloon was inflated, sterile water leaked out.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation found tear on the sac body. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to scratched sac. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A review of the device labeling have been conducted. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.